Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited loss of capture. The patient was brought into the clinic. Upon interrogation, it was noted that the lv lead had dislodged. No intervention was made. The patient was stable.

Event description:
Additional information received indicated that the left ventricular (lv) lead was explanted and replaced due to the loss of capture. The patient was stable.